Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that the staff encountered an error. The log files reflected error 25521 on the surgeon side console (ssc) right master tool manipulator (mtmr), followed by the staff disabling the mtm. The staff completed the procedure and then contacted the intuitive tech support engineer (tse). The tse recommended the site power cycle the system. The site power cycled the system and the error was not present. There were no reports of patient injury. Intuitive surgical inc.(isi) has made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting that an error occurred, an investigation is completed to determine the cause of this reported event. An intuitive field service engineer (fse) went on site and replaced the right master tool manipulator (mtm) on the primary surgeon side console (ssc) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The suspected master tool manipulator (mtm) was analyzed and reported failure was confirmed from logs but was unable to be reproduced. The reported error was unable to be reproduced, but could be confirmed via the error logs. A visual inspection was performed. The mtm2 was installed onto the system and powered up. Sine cycle and test drive were performed without any issues. Tests performed via dte and matlab passed. The complaint regarding error on mtm was confirmed by field evaluation and logs , which indicates that the device did contribute to the customer reported issue.